Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was to be used for a cytodiagnosis procedure on (B)(6), 2010. According to the complainant, during preparation outside of the patient the brush was found to be bent. There was no noticeable damage to the packaging. The procedure was completed with another device. There were no complications to the patient as a result of this event. The patient's condition was reported to be good at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was to be used for a cytodiagnosis procedure on (B)(6), 2010. According to the complainant, during preparation outside of the patient the brush was found to be bent. There was no noticeable damage to the packaging. The procedure was completed with another device. There were no complications to the patient as a result of this event. The patient's condition was reported to be good at the conclusion of the procedure.

Manufacturer narrative:
A visual evaluation of the returned device found that the brush was partially extended and bent. The working length of the device was twisted. A functional examination was conducted and found that the device could be extended smoothly; however the brush could not be retracted fully into the sheath due to the bent brush. Based on the investigation findings of the returned device the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. (B)(4)